Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during procedure, lead was explanted with split subselector tip. Subselector tip was removed from the lead. There was no fragment of subselector left in the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post lead insertion, the sub selector was separated from the main body and was left on the lead body. The patient was reported to be in stable condition. No additional information was available at this time.